Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient developed an infection. The patient did not have any other symptoms. The system was explanted. The patient's condition before, during and post procedure was stable.

Manufacturer narrative:
Date of event, date of explant and concomitant medical product: therapy date should have been (B)(6) 2017 rather than (B)(6) 2017.

Event description:
New information notes the patient also developed dehiscence.